Manufacturer narrative:
Surgeons often attempt to repair valves in lieu of replacing them due to improved long-term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty ring and subsequent post-repair evaluation demonstrates an inadequate result. This is almost universally due to suboptimal anatomy, surgical technique or inappropriate sizing, and not a malfunction of the annuloplasty ring. The device was not returned for evaluation, as it was discarded. The root cause of this event cannot be conclusively determined. However, it is likely that patient related and/or procedural factors contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned that a 30mm mitral annuloplasty ring was explanted at implant due to mitral regurgitation. At implant, the patient had a complex lesion formed by infective endocarditis and the leaflets were fragile. When the ring was lowered into the patient annulus, distortion of the leaflets were suspected and regurgitation was still detected. The device was explanted. Median sternotomy was performed to expand the surgical field and the patient annulus was reinforced with stitches while the patient was on bypass with no adverse patient events reported. The surgery was concluded without implant of a new device in replacement. The patient status was reported as ¿recovered¿. There was no allegation of device malfunction.

Manufacturer narrative:
H10: additional manufacturer narrative. Updated h6 per new information received.